Manufacturer narrative:
From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device or system caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. This complaint is considered a reportable event due to the following conclusion: the surgeon converted to open surgery after the start of the procedure due to mesh within the patient requiring a different surgical technique. The conversion to open surgery was not anticipated. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon converted the procedure to open surgery due to patient anatomy. The caller confirmed the system was not suspected of failure and the surgeon already started a second procedure using the da vinci after the conversion case. The surgeon noticed mesh in the take down that required a different surgical technique. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon did convert to open surgery. The surgeon did not anticipate the possibility of converting due to patient anatomy. There were no system or product issues that contributed to the decision to convert.